Event description:
Subsequent to the initially filed report, the following information was received: a 6f sheath was used at insertion. The sheath was upsized to an 18f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to open and close the foot, include, but not limited to tissue, or suture caught in foot. The patient effect and subsequent treatment appear to be related to circumstances of the procedure. The patient effect of unspecified tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device failed to properly lower the foot, causing arterial damage. The tavi procedure was completed. A femoral stent was used to treat the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.